Manufacturer narrative:
Philips received a complaint on the mrx indicating that the device exhibited symptoms of a pads failure. There was no reported patient involvement. Available details indicate that pads cannot pass inspection during routine maintenance and operation detection and the customer was provided with an out of warranty quote for replacement. The customer was provided an out of warranty quote in which the customer refused the repair. No further action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the pads cannot pass the inspection. There was no patient involvement.